Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with a lcp condylar plate on (B)(6) 2013. Patient returned on (B)(6), to the hospital with pain and the plate was found broken. Patient was returned to the or and the plate was removed on (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp condylar plate was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information: subject device has been received and is currently in the evaluation process.

Event description:
There was no delay in the procedure. The broken item was replaced with a new retrograde intramedullary nail.

Manufacturer narrative:
Additional narrative: event date reported in error, actual event date is unknown. An evaluation was conducted and it states that the plate was returned broken. A patient with a distal femur shaft fracture on the right side was provided with a liss df plate. On (B)(6) 2013, the liss df plate was found broken. On the following day, the investigated lcp condylar plate was implanted. According to the device report the breakage of the lcp condylar plate was found on (B)(6) 2013 because the patient felt pain. The revision surgery to remove the broken implant was performed on the same day. Based on the topography of the fracture surface, we can conclude that the implant was subjected to one sided dynamic bending and axial loads. Constantly alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The lcp condylar plate could not resist the applied force which finally led to the material overload /fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. The complaint disposition was deemed invalid.